Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the drill overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the driveshaft, which was replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.